Event description:
Health care professional reports 7 cracked headers during pt use and reprocessing. Health care professional reports reuse numbers between 5-7. Health care professional reports no pt injury.